Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver and smart device. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. A voltage test was performed and passed. Share data investigation was able to confirm the loss of connection within the investigation window. The reported customer complaint was confirmed. The root cause of loss of connection could not be determined because the complaint could not be replicated with the returned device.